Event description:
The customer reported the system is not producing images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated and secured the b380 board. System operates as intended. The MDR is related to ge healthcare complaint.